Event description:
It was reported that the patient presented with ¿suspected overdose condition¿ and the daily dose of intrathecal baclofen was decreased. The reporter was informed that the patient had taken ¿other¿ drugs orally, noting hydrocodone and xanax. There was ¿no product issues, suspected,¿ and ¿no questions about pump performance suggested.¿ the patient required hospitalization as a result of the event, she was in a coma and on a ventilator related to overdose symptoms. Additional information received reported that the pump was reduced by 50%. The reporter never heard back from the hospital on the patient and how she was doing. The patient ¿took a handful of xanax and oxycodone which parlayed to the overdose.¿ the overdose was not thought to be caused from the device. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the dose was reduced as instructed by the managing physician. The patient¿s status was unknown.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709 lot# l64346, implanted: 1999 (B)(6); product type catheter. (B)(4).